Event description:
(B)(4). After getting essure implanted in 2009 after the birth of my youngest child, I began having headaches and terrible clotting periods. I didn't think much about it until in 2013 when I began to have sharp stabbing pains. These progressively got worse each month until by the middle of the year, it felt like knives stabbing out of me all the time. I started undergoing tests and blood work. It appeared that the scar tissue had built up so much it was causing severe pain. Like it was trying to push the essure out of my body was the way I describe the pain. So finally on (B)(6) 2014, I underwent a 5 hour robotic hysterectomy where the doctor tried but was unable to just take out the essure and had to remove my entire uterus. The next day I woke up and told my sister its gone. The pain is gone. It was amazing and I had energy again which after a 5 hour surgery should not be the case. This has cost me thousands in medical bills. This should never have been put on the market without long term testing. Please remove this from the market and do not let another woman go through what I had to endure.